Event description:
A customer reported to baxter product surveillance of an unknown baxter extension set that had a component popping whenever used on a power injector. Patient involvement is unknown at this time. No injury or adverse event was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. The product code of the device used in this situation is unknown; therefore, a us 510k number cannot be provided.